Event description:
It was reported that the pt experienced a return of spasticity. A critical pump alarm was present and confirmed through telemetry. The pump was interrogated and showed a reset, low battery and a motor stall with motor stall recovery; the length of the motor stall was not provided. The pump was in safe state mode. The pump was replaced; the physician wanted to avoid possible withdrawal symptoms with the pt so it was replaced right away. The medications being delivered via the device sys were bupivicaine, clonidine and dilaudid.

Manufacturer narrative:
(B) (4). The pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.